Manufacturer narrative:
(B)(4). Patient fact sheet form was received which identified part/lot information.depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the following: since surgical implantation of the asr xl acetabular systems, patient has suffered symptoms including, but not limited to pain, soreness and difficulty walking. Patient has suffered significant harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility and conscious pain and suffering. Patient was required to undergo revision surgery on his right hip on (B)(6) 2010 and is scheduled [for revision surgery] on his left hip on (B)(6) 2011.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.